Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl. Customer's another blood glucose value was 70 mg/dl. The customer stated that they think that the insulin pump was over delivering insulin their blood glucose was from 200 mg/dl went down to 40 mg/dl in just and hour and a half. Customer stated that the insulin pump did not suspend delivery when she got low. Customer stated that it was unknown that the auto mode feature was active at time of low blood glucose event. The device will not be returned for analysis.